Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the coronary sinus. An unsuccessful attempt was made to reposition the lead so the lead was explanted and replaced. The patient had complained of chest pain and the physician was concerned that the placement of the right ventricular (rv) lead was the cause. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.